Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, increased ventricular thresholds were observed. All other electrical parameters were within range. Radiographic examination showed no signs of dislodgement. The physician decided to monitor the patient and the lead remains implanted.